Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. The event occurred after three hours if insertion and the set was in use for 6 hours respectively. The insertion site was at abdomen. The blood glucose level at the time of event was high (specific value unknown) and the patient resolved it with correction bolus via pump followed by replacing infusion set site without replacing tubing or cartridge. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.